Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Evidence of clinical use and no blood was observed. A visual inspection was conducted. The extension wire was connected with the hemopro tool. There were no cracks or defects at either of the two connector collars. The arrows were lined up on the hemopro 2 and the extension cable. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. No visual defects were observed. Based on the return condition of the device and the evaluation results, the reported failure was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not able to be removed from the hemopro device at the conclusion of the harvest. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not able to be removed from the hemopro device at the conclusion of the harvest. The hospital did not report any patient effects.